Event description:
It is reported that the physician was using a resolute integrity drug eluting stent. The stent was accidentally inflated and deflated while it was being advanced towards the lesion. The stent and guide were then retracted to the sheath where the stent became dislodged in the profunda. An attempt to snare was unsuccessful; however, the patient did not have any negative effects.

Manufacturer narrative:
Evaluation, results: incorrect technique/procedure-user handling resulted in the stent dislodgment; inherent risk of procedure-stent dislodgement and failure to deliver the stent. Conclusion: known inherent risk of procedure-stent dislodgement and failure to deliver the stent; device failure related to user handling-user handling resulted in the stent dislodgment. (B)(4).